Event description:
The user facility reported a patient was on impella cp support and after the implant, there were low pump flows. No thrombus was observed. The pump was explanted and a new pump was implanted. The patients outcome is stable.

Manufacturer narrative:
The impella pump and purge cassette were returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation of low pump flow has been completed. The pump was returned for investigation. A data log was not provided, and it was not retrieved from the remote server. No physical damage was observed on returned product, except the kinked cannula. The impeller was free of biomaterial. The pump was tested in a bucket of water without any abnormalities. The cause of the low pump flow issue was most likely due to a kinked cannula; however, the reason for the cannula kink remains unknown. Product damage (cannula kink) failure mode was added as an investigated failure mode. The cause of the product damage issue was kinked cannula, however the cause of the cannula kink was unknown without sufficient clinical information.